Manufacturer narrative:
Dealer stated that in july he was advised by the end user's nurse that the end user may need a seat cushion in order to prevent pressure ulcers. Dealer also stated that the end user is in the chair for an extended amount of time throughout the day. Dealer stated the first cushion provided was too high for the end user so he decided to order a solid seat pan based seat and received a van seat instead. Dealer stated he was advised via email from the nurse that the end user is starting to develop wounds because she has not been able to receive her solid base seat in order to add the roho cushion on. Dealer states end user has been using the same chair since 2005. Dealer also stated he is unaware of the extent of the wound or where it is located at due to the vague email that was sent from the nurse regarding the status of the order. Dealer stated he is set to receive the correct seat base on (B)(4) 2013. Dealer states he received the new seat and changed it out so the end user could use a cushion now instead of a van seat due to their needs changing. Issue has allegedly been resolved now that correct seat is on the chair and they are using a roho cushion. There was no malfunction of product. Filing based on end user injury.

Event description:
Dealer stated that the seating system on a m91 power chair needed changed due to the changing needs of the end user. The wrong seat assembly was sent and during the wait for the correct seating system the user allegedly developed sores on their rear end. Injury alleged. Medical intervention alleged.